Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with erosion and extrusion of the pump out of the scrotum. A surgical procedure was performed to remove the ipp and implant a malleable device. No device issues and no additional patient complications were reported.

Manufacturer narrative:
The exact event date was not available; therefore, the date 05/09/2025 was used as an estimate, based on the report indicating that the onset occurred one week ago. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.